Event description:
It was reported that the ventilator generated technical error code indicating power error. There was no patient harm. Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error code indicating power error. The ventilator was investigated on site by our field service engineer. According to information issue was resolved by replacing the pcb dc/dc & battery control. However, no part returned for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref #: (B)(4).